Manufacturer narrative:
Initial.

Event description:
It was reported that the pump stopped displaying BG data while using a FreeStyle Libre 3 Plus sensor, with pump alerts showing pairing failed, sensor reconnecting, and sensor unavailable, and the sensor age was about one and a half weeks, consistent with intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure traced to the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.